Event description:
Additional information received from the reporter on 11/12/2024 for a report # mw5162272 to stay anonymous.

Event description:
The caller stated, she is experiencing adverse events wearing a fitbit. The reporter said the fitbit is ordered by her physician to monitor her heartbeat, oxygen level, stress level, sleep quality, and how many steps she is doing daily. She said when she wears the fitbit on her wrist, she is feeling heaviness on her left and center part of her head. She also feels, electro magnetic static. When she was trying to remove the fitbit, she felt an electric shock. She said it zapped her finger. She said, before she wears it, her energy level is good. However, after wearing it for a while, her energy level is drained, depleted and experienced fatigue. Reporter said she tried it again on (B)(6) for the 2nd time and she experienced the same issues.